Event description:
Contact in reported that the surgeon implanted a pt with depuy spine moss miami si hardware. Case was a 2-level instrumented plif at l4/5 and l5/s1. F/u x-rays taken 3-mos post-op show that the setscrews had loosened and the rod pulled free from the screw head. Surgeon plans to revise the pt.

Manufacturer narrative:
Review of the x-rays confirmed the reported problem. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.